Manufacturer narrative:
(B)(4). Batch # p94069. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the titanium tip broke during the procedure. The broken piece was retrieved by forceps and was discarded. Changed to another one to complete the procedure. There was no report on patient injury.

Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the clamp arm detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld. The blade was not damaged and not broken off as reported. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Due to the condition of the returned device, not all functional testing could be performed with the generator. Possible causes of the clamp arm detachment are not closing the clamp when sliding the torque wrench on and off, not closing the clamp when introducing or removing the device through the trocar, or possible device entanglement in fibrous tissue. The batch history record was reviewed and no defects, nc¿s, or protocols related to the complaint were found during the manufacturing process.